Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The device was returned mated with the hemostasis sheath. The guidewire was returned inserted into the arteriotomy locator as well. Visual inspection revealed that the guidewire was found to be inserted into the arteriotomy locator and no anomalies were noted. The hemostasis sheath was found to be mated with the carrier tube assembly and the deployment sleeve was in the full rear lock position with color bands fully exposed. Microscopic analysis revealed that the distal part of the anchor was exposed at the tip of the hemostasis sheath. No other visual anomalies were noted with the device. Functional testing was conducted. The deployment sleeve was moved in the full forward lock position. Upon this movement, the carrier tube was kinked between the hub of the sheath and cap of the tube. Then, the sheath was separated from the deployment sleeve to examine for any obstruction that would have prevented the carrier tube from releasing. There were no anomalies noted with the anchor. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when placing the angio-seal device, it seemed not to be manufactured completely. The wire and the collagen were missing. The device could not be placed properly. The patient started to bleed, manual compressed was held and a cosafix was placed. Additional information was received may 28, 2019: the procedure being performed was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. The patient was in stable condition.